Manufacturer narrative:
Additional information: d9, h3, h6, h11 . H11: the device was received for evaluation. During evaluation, the reported problem of 'does not detect open door' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch switch was intermittently working. The lower aux will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not detect open door. This occurred during an unspecified process step . There was no patient involvement. No additional information is available.